Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 1 conforming clip as intended and the remaining 12 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an unformed clip came out after the third firing. The following firing still deployed unformed clip. Changed to hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).